Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2014 with the following findings: a review of the pump black box data revealed no activity outside of normal use. The total daily dose amounts added up to accurately reflect the user programmed basal rate. During testing, the pump was exercised for 24 hours with a 1 unit/hour basal program. The pump accurately displayed a delivery of 24 units after testing. The complaint of inaccurate delivery was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.